Event description:
The suspect meter exhibited variation in test results when compared with the lab monitor. The following results were reported: 1st inratio 4.1, 2nd inratio 3.7, lab 2.6, 1st inratio 4.5 2nd inratio 4.4 lab 3.3. Upon further discussion, it was discovered that the strips were left in a car trunk for three days. A new lot of strips will be sent to the customer. Further follow up will be performed.